Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). Received 6 samples without original packaging. The batch number on the big bottom cap of complaint samples was (B)(4). The complaint samples were filled with solution and bbcs were removed. The samples were detected leakage at triangle tube to step down tube connection. CAPA 254452 had been raised to address triangle tube to step down tube connection leakage issue. Thus, we considered this complaint as confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in germany: "pumps are leaky." According to the cusomer: "when filling the infusion pumps in sterile production, some pumps of the indicated batches leak and run out. The leaks are located at the transition of the pump to the infusion tube or directly at the infusion tube. The pumps do not leak drop by drop, but sometimes very massively. The affected pumps can therefore not be used for drug therapy of the patients."